Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2008 - the patient underwent repair of an incisional hernia with a composix kugel mesh. On (B)(6) 2008- the patient underwent excision of the composix kugel mesh and primary repair of the recurrent hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The patient with multiple comorbidities including heart disease, fibromyalgia and depression and a known tobacco user, underwent repair of an incisional hernia with a composix kugel mesh and a colostomy take down. One year later, on (B)(6) 2008 the patient underwent excision of the composix kugel and primary repair of the recurrent hernia. Medical records note "there was a 5cm circular defect where the mesh had come away from the lower end of the previous repair and rolled up upon itself." Currently it is unknown whether the device may have caused or contributed to the alleged event. It is unclear if the patients previous surgical or medical history may have contributed to the alleged event. The patient reportedly experienced recurrence which is listed as a possible adverse reaction in the product's instructions for use. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions can be drawn.